Manufacturer narrative:
The customer¿s report that the bd syringes are not staying connected was not confirmed. Functional port did not replicate any instances of disconnection. The received sets were measured and found to be within iso standards. The customer did not send in the syringe that was reportedly disconnecting from the proximal smartsite port. The set were visually inspected for kinks, holes/tears in the tubing or damages to the components. Further functional testing could not be performed due to the set being received damaged during transit. The root cause was not identified.

Event description:
The customer notified bd with a reported issue of bd syringes that are not staying connected to the smartsite port below the drip chamber. No patient harm was reported.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographic details were not provided.

Event description:
The customer notified bd with a reported issue of bd syringes not staying connected to the smartsite port below the drip chamber. No patient harm was reported.